Event description:
Pt presented with low back pain and was unable to stand up straight. Dr (B)(6) originally implanted vane pedicle screw sys (B)(6) 2008 at (B)(6) hospital. Dr (B)(6) x-rayed pt and identified broken pedicle screws in (B)(6) 2013. Revision surgery was completed (B)(6) 2013 to replace the broken screws. Captive caplox ii pedicle screws were used to replace the broken screws.